Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The outer packaging does not cover the whole needle. (B)(6) 2026. 1. Could you please confirm that when did the incident occur? Before use/ during use noted before while restocking. 2. Could you please confirm any erroneous results reported? No. 3. Could you please confirm any safety issue reported? Reported to stock controller. 4. Could you please provide the number of quantity affected? If applicable. Approx. 5 individual units.